Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that while inserting the sensor the needle remained stuck inside his body. The customer reported that he an infection for a week and now has healed it. The customer reported that he had a big circle where the needle goes in and was painful. Customer reported that he went to the hospital. Customer's blood glucose at the time of the incident was not included in the report. Product is not expected to return.